Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a user facility indicated the patient presented for a pain pump revision where it was noted that the pain pump had stopped working 4 months prior to its expiration date (B)(6) 2018. The pump was replaced in the hospital operating room. It was noted that a manufacturer representative (rep) was present for replacement and requested the failed pump be sent to manufacturer, so it could be studied. It was noted that the device failed. No further information was reported. ¿see attached user facility medwatch¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the patient's pump was replaced on (B)(6) 2018. The representative would be returning the pump for analysis. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving morphine (20 mg/ml at 13.988 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that a motor stall was seen during a pump interrogation. The patient had not recently had an MRI. The stall was active and a "stopped pump period may exceed tube set" message was seen. It was noted that the patient went to the emergency room on (B)(6) 2018 and "thought he was going into withdrawal." It was also mentioned as potential electromagnetic imaging considerations that the patient had a computed tomography scan and an x-ray on (B)(6) 2018 for an unrelated issue. No further complications were reported.